Event description:
It was reported that during the implant procedure the stylet would not advance through the lead body. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. It was also noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).